Manufacturer narrative:
The event is consistent with pre-analytical handling errors at the customer site. When rack adapters are not used with 13 mm sample tubes, the sample disks may cause liquid level detection problems, mechanical problems and incorrect sample pipetting. This can lead to incorrect results. Rack adapters are mandatory. The customer has had no further issues since the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either elecsys total psa immunoassay (total psa) or elecsys afp assay (afp) on a cobas e 411 immunoassay analyzer. Patient 1 initial total psa result was <0.01 ng/ml. The repeat results were 1.89 ng/ml and 1.92 ng/ml. On (B)(6) 2019 patient 2 initial afp result was 0.605 ng/ml. The repeat results were 4.5 ng/ml and 4.4 inr. The initial results were reported outside of the laboratory where they were questioned by the physician and repeat testing was requested. There was no allegation that an adverse event occurred. The total psa reagent lot number was 351074 with an expiration date of dec-2019. The afp reagent lot number was 349490 with an expiration date of jan-2020. The customer had performed liquid flow cleaning and replaced pinch tubing on 02-mar-2019. The field service engineer (fse) visited the customer site where instrument performance test results were acceptable. The fse replaced the sample/reagent probe, the liquid level detection board and the seal. Qc results were acceptable afterwards. The customer used 13 mm sample tubes with no rack adapters. The fse attached the rack adapters.